Event description:
The customer was hospitalized for dka. It was stated that the customer woke up vomiting and the bgs were high. The customer attempted to correct the bgs with the pump. It was indicated that the customer's dr advised customer to treat the nausea and if it did not stop, then go to the hosp. The customer continued to feel nausea and went to the hosp. The customer had been receiving an error message before. The settings on the pump were cleared but the pump did not give any alarms. Also it was mentioned that the pump stopped administering insulin, but customer did not realize until after the admission. The alarm history was reviewed and revealed several alarms.